Event description:
It was reported that a spectrum pump speaker was not working and the alarms had no sounds during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'speaker is not working, alarms have no sounds' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.